Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the decision to place impella cp was made when a patient presented in cardiogenic shock. The cp was successfully placed. During support it was noted that the patient's urine was pink/dark (hemolysis) and albumin was given and p level was decreased. The patient was escalated to a 5.5, however was noted that was off of anticoagulants due to oozing post op. Patient survived.